Event description:
It was reported by the dealer that the clock is working intermittently, and the joystick itself is also intermittently working. No patient injury reported, no additional information provided.